Event description:
The facility representative reported failure code 538. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 538 could not be confirmed in the event history and could not be duplicated. No action was taken. Typically, this fail code is associated with successive faulty analog to digital converter readings from the audio circuits. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.